Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcdg lass. Unable to perform the displacement test due to missing segments. Pump received with case cracked, cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated a big crack was present on the insulin pump's screen. It was also found the bolus button was smashed and smudges were present on the insulin pump's screen. Customer's blood glucose was 195 mg/dl. The mother reported the insulin pump was stuck on a lawn mower gear, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.